Manufacturer narrative:
The us manta instructions for use (IFU) lists a precaution stating in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the IFU indicates potential adverse events related to the deployment of vascular closure devices has been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair and/or endovascular intervention. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
During a transcatheter aortic valve replacement (tavr) on (B)(6) 2019, a post-angiogram image showed the manta radiopaque marker did not appear to be near the vessel as intended. There was no reported difficulty advancing or withdrawing the sheath(s). "Blushing" was noted past angiogram. There was good blood flow proximal distal. The device's lock advancement tube was advanced a second time, and the grey band on the advancement tube was confirmed to be visualized. Manual compression was initiate and held for 10 minutes. A repeat angiogram showed the radiopaque lock still not advanced the vessel and blushing still present (tract bleeding). Manual compression was initiated again and held for another 10 minutes. The lock advancement tube was advanced again, and blushing was still present. Manual compression was initiated for a third time for 20 minutes. A femstop device was used to hold compression. Total time to hemostasis was 40 minutes. The patient's activated clotting time (act) at the time of closure was reported as 258 seconds. The procedure sheath was reported to be 14f cook. No calcification was noted. No hematoma or swelling at the access site that would alter the depth measurement for deployment of the closure device was noted. On post-op day #1, the patient was diagnosed with a pseudoaneurysm and received a thrombin injection as treatment. No additional information regarding the patient's condition was reported. This complaint is being reported because it was communicated to the device manufacturer that the closure device deployed in the puncture tract. Per essential medical, inc. Document number (B)(4) rev. B, table 3 deployment of manta device in puncture tract is considered a device failure and therefore reportable to regulatory authorities. Additionally, the patient experienced an injury requiring medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Per em document number (B)(4) rev. B table 3, pseudoaneurysm treated by thrombin injection is considered a serious patient injury and is therefore a reportable patient event.

Manufacturer narrative:
The complainant reported that the radiopaque marker (lock) did not appear near the vessel; however, this could not be confirmed since no angiograms were submitted for investigation review. Two possible root causes for this incident have been identified: the lock was not fully advanced or tract deployment (manta deployed in the tissue tract). It was reported that the user performed multiple lock advancements and no non-conformity with the grey band location was reported; therefore, it is likely the lock was fully advanced. A tract deployment can clinically result in a pseudoaneurysm which was reported as the adverse event. Multiple causes for tract deployment have been established; however, the exact cause for this possible tract deployment is inconclusive. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysms, possibly requiring surgical repair, and/or endovascular intervention are specifically called out as possible adverse event requiring medical intervention. The DHR documentation review showed no indication that the handle devices did not meet specification. Risk documentation was reviewed, and was identified as a known risk. The occurrence of this type of incident remains below acceptable risk documentation limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.